Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was difficult to position. As the initial position yielded unacceptable measurements, the lead was repositioned. It was difficulty to extend the helix with two different connector tools. Once positioned, the rv lead was connected to the pacing system analyzer (psa) and no pacing was noted. The psa was reconnected, but still there was no pacing. As a result, the physician elected to implant a new rv lead. The physician suspected the psa clips were not appropriately connected to the initial rv lead resulting in not being able to see the pacing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. It was noted that there was tissue entwined in the helix. Depending on how much was there during the implant procedure, and when it became entwined on the helix, this could affect sensing/pacing.